Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the screen became black during pullback, and nothing was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target vessel was severely calcified and mildly tortuous, with approximately 90% stenosis. Flushing was performed with the telescope in the retracted position.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the screen became black during pullback, and nothing was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.